Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2014 due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 due to stress incontinence, cervical dysplasia pelvic adhesions, menorrhagia, pelvic organ prolapse and chronic pelvic pain and mesh was implanted with concurrent tah, lysis of adhesions and excision of cul-de-sac nodule. It was also reported that the patient experienced pain, erosion, dyspareunia, infection, urinary problems, and recurrence and has undergone additional surgeries and revisionary procedures. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.